Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "(B)(6) infection."

Event description:
Patient reported left side implants "removed due to (B)(6)". Device has been explanted.